Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 12:55 p.m., a sample from this patient was tested using the meter, resulting with a value of 7.5 inr. The patient did not believe the result was accurate. At 1:01 p.m., she repeated testing on the meter, resulting with a value of 5.3 inr. The patient collected samples from the same finger for both tests. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient did not have any changes in warfarin dosage, health, diet, or other medications. The patient has a no sodium diet. The patient did not have symptoms of high inr. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not use any other anticoagulant medication. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368871) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested with retention test strips and retention controls. Testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.1 inr, qc 2: 1.1 inr, qc 3: 1.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.